Event description:
A stent fracture, with separation and displacement, and 28% restenosis was confirmed following implantation of two cypher bx stents. This complaint is from the american heart journal 2010; 160:775.e1-775.e9 article entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This case is 16th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was left anterior descending (lad) artery, but the details are not indicated. The lesion was neither an in-stent restenosis nor a chronic total occlusion. The diameter of the vessel and the lesion length was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, two cypher bx (size and lot unknown) stents were implanted with overlap. The total stent length was 32mm and the stent diameter was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after the implant and stent fracture was observed. There was no binary restenosis, but it was reported that there was 28% stenosis.

Manufacturer narrative:
The location of the stent fracture was unknown and no treatment was provided. Popma et al classification was IV (complete separation with displacement). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00936 and 9616099-2010-00937. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
Additional information was received on (B)(4) 2011. Only 1 of the 2 stents was fractured. This report is no longer MDR reportable. The associated device remains MDR reportable. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00936 and 9616099-2010-00937. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).